Event description:
It was reported that during a radiofrequency ablation procedure, two catheters heating elements were allegedly engaged after pulling the tab but not yet pressing the button. It was further reported that an additional information was received stating the catheters started the 20 second cycle on its own after tab was pulled. Furthermore, the patient reported a hot, burning sensation. There was no reported patient injury.

Manufacturer narrative:
H10: as the serial number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a radiofrequency ablation procedure, two catheters heating elements were allegedly engaged after pulling the tab but not yet pressing the button. It was further reported that an additional information was received stating the catheters started the 20 second cycle on its own after tab was pulled. Furthermore, the patient reported a hot, burning sensation. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a DHR and manufacturing review was not required as the device was not returned. Investigation summary: the physical device was not returned for evaluation. No photos or video were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported device self-activated catheter could not be determined based upon the provided information. Labeling review: the labeling/packaging review was not required as the reported event is not associated with a labeling, packaging, or use related issue. H10: g3, h6 (method). H11: h6 (result, conclusion, component). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.